Manufacturer narrative:
The device was not returned for physical investigation. Final hemostasis was achieved with the device and the device performed as intended. Conclusion: while the device was not returned for physical investigation. Hematoma is a complication which may be related to the endovascular procedure or the vascular closure procedure. Hemostasis was initially reportedly achieved with the vascade vcs. A surgery successfully resolved the event.

Event description:
The vascade 5f device was selected for closure and inserted into the 5f sheath. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The collagen was stripped off the device and the device was removed. Final hemostasis achieved with the device. In recovery a hematoma started to form and could not be controlled. A vascular surgeon was consulted and the patient was returned to surgery and the hematoma was corrected surgically.